Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to moisture damage on the keypad traces. The pump had cracked battery tube threads, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.